Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, unexpected restart alarm and displacement test or verify unexpected restart alarm test due to blank display.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart alarm. The blood glucose value was unknown. Customer stated that they were able to clear the alarm. The product will return for the analysis.